Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, it was noted that cerebral infarction (ci) in the cerebellum was pointed out due to involuntary movement and the patient was hospitalized. Subsequently, seven days later, the patient was reported to be recovering. Per the physician, the valve and the valve implant procedure contributing factors to the ci were unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Patient codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, it was noted that cerebral infarction (ci) in the cerebellum was pointed out due to involuntary movement and the patient was hospitalized. Subsequently, seven days later, the patient was reported to be recovering. Per the physician, the valve and the valve implant procedure contributing factors to the ci were unknown. No additional adverse patient effects were reported. Additional information was received that the cerebral infarction (ci) was confirmed via neurological assessment. It was noted the patient seems to have become paralyzed as a result of the ci. Per the physician, the cause of the ci was unknown. Drug therapy only was provided. The patient¿s calcification of the aortic valve was believed to be a contributing factor to the ci. However, the use of a non-medtronic (inoue) balloon during the pre-implant balloon aortic valvuloplasty might have cause the ci. In addition, the ischemia did not resolve. No adverse patient effects were reported. Additional information was received that approximately two and a half months following valve implant, the patient was hospitalized due to aspiration pneumonia. Approximately two weeks later, a stent graft was placed via an endovascular aneurysm repair procedure as scheduled, and the patient was transferred to a rehabilitation hospital. Per the physician, there was no relation with the valve nor the implant procedure. No additional adverse patient effects were reported.

Event description:
Additional information was received that the cerebral infarction (ci) was confirmed via neurological assessment. It was noted the patient seems to have become paralyzed as a result of the ci. Per the physician, the cause of the ci was unknown. Drug therapy only was provided. The patient¿s calcification of the aortic valve was believed to be a contributing factor to the ci. However, the use of a non-medtronic balloon during the pre-implant balloon aortic valvuloplasty might have cause the ci. In addition, the ischemia did not resolve. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. D4. H4. H6. Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.